Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was placed infrarenal secondary to multisystem trauma. Approximately six months post filter deployment, multiple unsuccessful filter retrieval attempts were made. Post retrieval venography demonstrated the head of the filter abutting the wall of the vena cava. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post deployment, multiple unsuccessful filter retrieval attempts were made. Post retrieval venography demonstrated the head of the filter abutting the wall of the vena cava. Therefore, the investigation can be confirmed for retrieval difficulties and filter tilt. However, the investigation is inconclusive for filter migration and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the ivc. Furthermore, the filter migrated and perforated with the filter head abutting the vena cava wall. The device has not been removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the inferior vena cava. Furthermore, the filter migrated and perforated with the filter head abutting the vena cava wall. The device has not been removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later, multiple unsuccessful filter retrieval attempts were made. Post retrieval venography demonstrated the head of the filter abutting the wall of the vena cava. After eight years and eleven months, computed tomography of the abdomen and pelvis were performed for the patient who reported with left abdominal pain and constipation. The images obtained indicated an inferior vena cava filter in place. It was also found that at the right lung base, at the right lower quadrant, there were two metallic wires noted. These might be external to the patient; however, this needed further characterization and computed tomography of abdomen was recommended. The potential of these representing broken inferior vena cava filter struts was not excluded. On the same date, the physician interpreted the patient's abdominal series performed prior to this computed tomography scan and questioned the possibility of broken struts from an inferior vena cava filter scattered throughout the peritoneal space on abdominal series performed earlier. It was found that several of the struts from the patient's inferior vena cava filter protrude beyond the wall of the inferior vena cava and at least two struts are identified that have broken off, penetrated the caval wall and migrated distally. One was located just cephalad to the right lobe of the liver beneath the right hemidiaphragm, and another was noted along the anterior margin of the right psoas muscle. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for the alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.